Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a generator exchange, when the new implantable cardioverter defibrillator was connected to the right ventricular lead, it was noted that the device had high voltage (hv) impedances that were high in both hv vector configurations that involved the can. The hv vector configuration that only involved the lead coils had a normal impedance. Measurements were taken multiple times, and it was checked that the device was in the pocket. The device was then taken out, disconnected, cleaned, and reconnected to the lead without any change in the impedance values. The physician chose to remove the device and use a different one instead, which had normal impedance measurements. The patient was in stable condition.